Event description:
During a coil embolization procedure of an anterior communicating artery aneurysm that was not calcified and moderately tortuous, the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl100306-30/g13904) coil didn't fit in the aneurysm, therefore, the device was removed and tried again. However, when delivering the deltaplush in the excelsior sl10, c-shape microcatheter (/stryker), severe resistance was met and could not push the deltaplush anymore was stuck. Both the microcatheter and the deltaplush system/coil were safely removed from the patient as a unit. The deltaplush was replaced a new one. Unknown if the microcatheter was also replaced or not. After that, an orbit galaxy tight distal loop complex coil (640cx0408/15379554) was not proper for the target aneurysm, and so the physician wanted to re-sheath it. However, during that time, the zipper stuck to the coil introducer and the coil could not be reloaded into the coil introducer. Both the excelsior sl10, c-shape microcatheter (stryker) and the galaxy were safely retrieved from the patient as a unit. The galaxy was replaced for a new one whereas it was unknown if the microcatheter was also replaced or not. Afterwards, the procedure was successfully completed and there was no patient injury was reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils and the microcatheter by visual inspection. Also, no damages reported on any of the devices after the removal. It is unknown if the coils remain attached to the delivery system. Access was obtained from right femoral artery. The complaint products are going to be returned for evaluation whereas the microcatheter is not available. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The proximal section of the coil was severely buckled and compressed. The coil's socket ring has been bent distal approximately 90 degrees into the proximal end of the coil's soldered section. Except as noted, the remainder of the coil was undamaged. This also pushed or compressed the distal diameter and section of the pet angle ring/outer sheath proximally. Located on the top proximal end of the resheathing tool in the cutout, the v notch has been fractured with sheath-like material protruding out of the distal end of the fracture. The green introducer had severe blockages consisting of contrast, blood, and protein. This section was cleaned for 72 hours in ultrasonic and surgisoak. The coil still could not advance pass this section. A 0.014'' guide wire was utilized to push out the multiple blockages found in the green introducer. It was observed that a copious amount of contrast still remained in the introducer and was evacuated from the distal tip of the green introducer while immersed under warm water. Two contributing factors to the root cause of the coils severe resistance and eventual inability of the coil to be advanced. Both contributing factors may have worked in tandem or separately. The primary contributing factor of the root cause may have been due to the blood mixture (detached debris) that produced multiple severe blockages found in the green introducer or due to a lesser extent, a fixed source of distal interference protruding from the microcatheter. Under the right conditions, these blood/contrast/protein sources of blockages, whether in the green introducer (as found) or in the microcatheter may have caused severe resistance and kept the coil from advancing. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. The connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any contributions to the complaint event. A secondary contributing factor may have occurred when the sheath was retracted straight back (instead of up at an angle and then back) it caught the v notch of the resheathing tool. This caused the sheath to become embedded inside the v notch. This produced a binding action between the device positioning unit (dpu) and the sheath. This may have also caused the damage found to the proximal end of the coil. In this condition significant resistance will occur and the coil may not be able to be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm)" per the instructions for use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This patient was undergoing a coil embolization of an anterior communicating artery aneurysm that with no calcification and moderate vessel tortuosity. The deltaplush cerecyte microcoil 3 mm x 6 cm (cpl100306-30/g13904) coil didn't fit in the aneurysm; therefore, the device was removed and tried again. However, when delivering the deltaplush in the excelsior sl10, c-shape microcatheter (stryker), severe resistance was met and could not push the deltaplush anymore; it was stuck. Both the microcatheter and the deltaplush system/coil were safely removed from the patient as a unit. The deltaplush was replaced a new one with no patient injury. It is unknown if the microcatheter was also replaced or not. After the deltaplush cerecyte microcoil 3 mm x 6 cm didn't fit in the aneurysm and was removed with the excelsior sl 10 microcatheter due to resistance, an orbit galaxy tight distal loop complex coil (640cx0408/15379554) was not proper for the target aneurysm, and so it was going to be resheathed; however, during that time, the zipper stuck to the coil introducer and the coil could not be reloaded into the coil introducer. Both the excelsior sl10, c-shape microcatheter (stryker) and the galaxy were safely retrieved from the patient as a unit. The galaxy was replaced for a new one; it is unknown if the microcatheter was also replaced. Afterwards, the procedure was successfully completed and there was no patient injury was reported. The devices were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils and the microcatheter by visual inspection. Also, no damages reported on any of the devices after the removal. It is unknown if the coils remain attached to the delivery system. Access was obtained from right femoral artery. No additional information is available. The proximal section of the returned coil was severely buckled and compressed. The coil's socket ring has been bent distal approximately 90 degrees into the proximal end of the coil's soldered section. Except as noted, the remainder of the coil was undamaged. This also pushed or compressed the distal diameter and section of the pet angle ring/outer sheath proximally. Located on the top proximal end of the resheathing tool in the cutout, the v notch has been fractured with sheath-like material protruding out of the distal end of the fracture. The green introducer had severe blockages consisting of contrast, blood, and protein. This section was cleaned for 72 hours in ultrasonic and surgisoak. The coil still could not advance passed this section. A 0.014'' guide wire was utilized to push out the multiple blockages found in the green introducer. It was observed that a copious amount of contrast still remained in the introducer and was evacuated from the distal tip of the green introducer while immersed under warm water. Two contributing factors to the root cause of the coils severe resistance and eventual inability of the coil to be advanced were identified with analysis. Both contributing factors may have worked in tandem or separately. The primary contributing factor of the root cause may have been due to the blood mixture (detached debris) that produced multiple severe blockages found in the green introducer or due to a lesser extent, a fixed source of distal interference protruding from the microcatheter. Under the right conditions, these blood/contrast/protein sources of blockages, whether in the green introducer (as found) or in the microcatheter may have caused severe resistance and kept the coil from advancing. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines that to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. The connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems are outlined diagrammatically. It is further cautioned that if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any contributions to the complaint event. A secondary contributing factor may have occurred when the sheath was retracted straight back (instead of up at an angle and then back) it caught the v notch of the resheathing tool. This will cause the sheath to become embedded inside the v notch. This produces a binding action between the device positioning unit (dpu) and the sheath. This may have also caused the damage found to the proximal end of the coil. In this condition significant resistance will occur and the coil may not be able to be advanced. For optimum product performance and to prevent potential complications, the IFU outlines to ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿. It further outlines that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported information with no resistance during initial advancement of the system into the aneurysm and analysis of the returned device, it appears that procedural factors, including possible inadequate maintenance of a flush and device handling may have contributed to the event. There is no indication of any device manufacturing issues impacting the events; therefore, no corrective actions will be taken at this time.